Event description:
On 4/28/97, an aus device was implanted. In november of 1998 the pump was removed from the pt and replaced. Apparently a sample pump was erroneously implanted at the original surgery. The aus device was not functioning properly - cuff was not refilling.